Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. This regulatory report is being submitted due to a retrospective review through CAPA 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was difficulty tracking, as the patient reference frame was flickering in and out of the tracking views during a spine case. It was noted that the imaging system tracker was remaining in view and the site was able to track a passive planar probe. Troubleshooting steps were performed. It was noted that the site provided an error and the manufacturer representative noticed that the geometry error on the frame was too large (fluctuating between 0.49 and 0.50). It was suggested to cover one sphere at a time to see if it decreased or to use a different frame. It was further confirmed that they were able to complete the case by covering the post of the reference frame for the geometry error to lower and track the frame. There was less than an hour delay to the procedure and no impact to patient outcome.

Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.